Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized 2 years prior to the call for diabetic ketoacidosis with a high blood glucose level of 400 mg/dl. The customer was wearing the insulin pump during their hospitalization. The customer mentioned that once a month they would have a site that does not work with their insulin pump. The customer did not return the product back for analysis.